Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol), he experienced an intolerance to light exposure. The patient was unable to drive or work and is experiencing physical and emotional pain. He is unable to look at people or things for long periods of time. The lens was exchanged in a secondary procedure. Additional information was requested. This is one of two associated reports filed for this facility. This report is for the left eye of the patient. (B)(4).